Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called adc to report customer receiving a "replace sensor" error message on the same day of inserting the adc freestyle libre sensor and customer was unable to check blood glucose level. On (B)(6) 2019, the customer experienced unspecified symptoms of hypoglycemia and was treated with glucose liquid (orally) by a non-healthcare professional. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the reported serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver called adc to report customer receiving a "replace sensor" error message on the same day of inserting the adc freestyle libre sensor and customer was unable to check blood glucose level. On (B)(6)2019, the customer experienced unspecified symptoms of hypoglycemia and was treated with glucose liquid (orally) by a non-healthcare professional. No further treatment was required. There was no report of death or permanent impairment associated with this event.